Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and a pair new transmitter message was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. In addition, signal loss over an hour was found in connection to the reported allegation in a review of the share logs. The probable cause of the signal loss could not be determined. The reported event of a pair new transmitter message is reportable based on the finding of a signal loss over an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, signal loss over an hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. The reported event of a pair new transmitter message is reportable based on the finding of a signal loss over an hour. No injury or medical intervention was reported.